Event description:
It was reported that prior to a breast biopsy, the probe made a clicking noise while in the positioning mode, which caused an unspecified probe error. The probe was replaced to complete the case with no patient consequence.

Manufacturer narrative:
Burr on distal end of the cutter. Evaluation summary: the analysis results found that the probe was returned in good physical condition. The probe was connected to a test holster and control module and gave an l3-002 error code during initialization. The cutter was noted to have a burr on the distal end that was not allowing the proper advancement of the cutter into the needle. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.